Event description:
It was reported to philips that the ECG port connector for the device was worn.

Manufacturer narrative:
It was reported to philips, that the ECG port connector for the device was worn. A case was created for the reported issue. And a service request was initiated for onsite service. However, the service was cancelled, due to the closed case comment note, that the case should not have been created. Philips is unable to rule out that a malfunction did not occur. The service was cancelled, due to the closed case comment note, that the case should not have been created. So a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.